Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coating detachment occurred. The target lesion was located in the fistula. After a 035/180 amplatz super stiff guidewire crossed the lesion, a 8.0 x 60, 75cm mustang¿ balloon was advanced to dilate the lesion. When the devices were removed following completion of procedure, it was noted that the coating of the amplatz guide wire had detached inside the mustang balloon. No patient complications nor harm were reported.